Event description:
Potential atrial under sensing triggering device classified false termination of at/af event(s) at times, with inappropriate atrial pacing noted at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).